Event description:
It was reported that the patient experienced withdrawal; left arm and leg were numb and the patient "is falling". The patient had a refill on (B)(6) 2011. Per patient's wife, they were informed on (B)(6) 2011, that the patient had 3 weeks until the pump needed a refill. An alarm was heard; telemetry had not been performed. The alarm began on (B)(6) 2011; it was a single beep and was intermittent. The pump and catheter were replaced due to the patient not getting the pump filled, pump was empty, and it was believed that the pump was near eos. Per reporter, the patient no longer had withdrawal symptoms or numb leg and arm.

Event description:
Additional information: it was reported that the patient had great efficacy with his infusion system for the last six years that it was implanted; however in the six years patient had deteriorating health status and his asa status had climbed to level 4. He was "plagued with multiple problems including cardiac and pulmonary disease and frequent falls"; recently two weeks ago, he had a severe fall after which time he felt that he was in "withdrawal". Patient visited the hcp to have his pump replaced as the pump was no longer "working and the battery life was dead"; normal battery depletion. The pump was indicated to expire later next week from the date of surgery which was (B)(6) 2012. During surgery when the pump was removed along with the catheter, the catheter could not be aspirated and aspiration revealed no signs of csf (cerebrospinal fluid). It was then dissected a slowly and a kink was found and the catheter was also noted to no longer be connected to the intrathecal catheter in place. It was stated that it appeared that the catheter snapped somewhere in the left flank. Patient's wife reported to the surgeon that following the fall two weeks ago patient had been in withdrawal and increased pain and they attributed it to the pump being depleted; but "it appeared the catheter had been fractured as well as pump being depleted both". It was decided to replace the catheter and the pump entirely "despite patient's severe medical history". Patient was re-sedated and the intrathecal catheter was pulled easily from the intrathecal space in its entity. The distal part of the catheter was then pulled back and found to be fractured at the flank as predicted. Irrigation was done to both wounds. Under fluoroscopy guidance a new intrathecal catheter was placed and connected to the new pump secured in the existing pocket. The surgeon filled the pump with morphine 20mg/ml, a total of 40ml. It was added that the patient was at 5mg/day, but given the fact that he had a catheter fracture of probably two weeks, hcp re-started the catheter at half the dose, 2mg/day continuous infusion without marcaine. The patient was discharged satisfactorily with no complications; recovered without sequel. The next follow-up visit was scheduled for (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).